Event description:
It was reported to physio-control that the customer's device had both a charge pak and attention icon present on the display. Upon reviewing the device's memory, physio observed that the internal hybrid layer capacitor (hlc) battery had dropped to zero (0), indicating that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported power issue. It was observed that the internal hlc batteries in the device were depleted; however, after failure analysis testing, the cause for the depleted hlc batteries could not be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.